Manufacturer narrative:
The device remains implanted. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
Conclusion: a device history review is not required for the valve, as the event description does not indicate a potential manufacturing issue. Conduction disturbances are known potential adverse effects, and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the percutaneous aortic valve (pav), as occurred in this case.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic heart valve, the patient exhibited intermittent heart block and received temporary pacing support. The patient was stable, but exhibited left bundle branch block and prolonged p-r intervals. Three days after valve implant, the temporary pacing support was replaced with a permanent single-chamber pacemaker. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.